Event description:
The patient stated, that she has experienced repeated e4 (occlusion) errors. She stated, that she disconnected from her infusion site and was able to see insulin drip from the infusion tubing during a bolus and no error was generated. The patient stated, that she has scar tissue on her abdomen and she believes her infusion sites are the cause of the occlusions. She stated, that she is visually impaired and is not able to see other areas of her body to insert an infusion site. She stated, that when she changes her infusion site after receiving an occlusion, her blood glucose will drop rapidly. She stated, that on one occasion her daughter found her "almost passed out" and her blood glucose measured 26 mg/dl. She stated she felt cold, sweaty, and shakey. The daughter gave the patient 4 glucose tablets and a glass of milk to elevate her blood glucose. She stated, that she then wanted to take a shower to get warm and she fell and her daughter had to help her up. She stated, that after eating the glucose tablets and milk her blood glucose elevated to 95 mg/dl. She stated, that her normal blood glucose range is 98-125mg/dl. Upon follow up the patient stated she has had no further issues with occlusions since beginning use of a new box of infusion sets and her blood glucose has returned to normal. The product was requested to be returned for evaluation.